Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient¿s device ¿felt like something was different¿ after the patient ¿stepped in a hole and fell about three weeks¿ prior to report. It was also reported the patient ¿experienced some soreness initially, which went away.¿ the patient noted they had an appointment scheduled with their health care provider (hcp) for the day after report to see if her device was ¿out of place or whatever.¿ additional information from the patient¿s physician stated the patient experienced increased pain from their stimulator since their fall. It was noted that explant would be considered if the patient had continued pain from the stimulator. The patient was reported to have undergone reprogramming during their hcp meeting on (B)(6) 2013. It was unknown whether the event was due to the patient¿s stimulator, lead, or extension. It was further reported the patient did not require hospitalization and had a ¿non-serious injury/illness.¿ additional information stated the patient¿s device had not been working as she ¿was told¿ and the patient ¿had it adjusted many times.¿ the patient stated they had ¿not been happy with¿ their device. The patient noted there was one manufacturer representative that ¿was the only person since she had her device put in¿ that was ¿able to adjust her device the way she was told in the beginning it was supposed to feel.¿ additional information has been requested. A supplemental report will be filed if additional information becomes available.

Event description:
It was later reported that the patient¿s ¿stim¿ was explanted on (B)(6) 2013. There was nothing wrong with the stimulator, it just did not seem to work as well any longer. The patient wanted to know what to do with her external devices.